Event description:
It was reported that following a lap gastric band procedure, the pt complained of abdominal pain and returned to the operating room with a port site infection. The port was removed and the pt was referred to combat the infection. A new port has not been implanted. The band was removed laparoscopically and band erosion was found.

Manufacturer narrative:
Date sent: 09/23/2008. Info is unavailable; device was not returned for eval.